Event description:
It was reported " catheter insertion with broken guidewire not functioning properly". Additional information states that a second ca theter was inserted into the same insertion site. No patient injury or osnequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box. An unopened/sealed semi-finished iab kit was returned; no abnormality was noted with the kit. The semifinished insertion kit and its components, including the supplied guidewires, were not returned with the sample. Functional testing of the unopened/unused iabc was not performed. The reported complaint is related to the guidewire which was not returned. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "broken guidewire" is not able to be confirmed. The guidewire was not returned for investigation. An unopened/sealed semi-finished iab kit was returned; no abnormality was noted with the product. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " catheter insertion with broken guidewire not functioning properly". Additional information states that a second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".